Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment of a touch screen malfunction. There was no fault found with the device. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a touch screen malfunction. The programmer was returned for service. There was no patient involvement.